Event description:
It was reported that while the ventilator was connected to a pt it did not deliver the proper volume needed to the pt. The pt was removed to a new ventilator with a new breathing circuit but the filter was retained. The problem persisted; no exhaled tidal volume was displayed. After exchange of the filter the exhaled tidal volumes was normal. There was no pt harm. (B)(4).

Manufacturer narrative:
The field service engineer dispatched to the site examined the ventilator and downloaded the logs. No malfunction was detected and no parts were exchanged. Additional info received from the hospital states that a single use bidirectional bacterial/vital filter was connected in the pt circuit and had been in use for 12 hours and that the pt was being medicated via nebulization during that time. The filter must be replaced every 24 hours or if the expiratory resistance increase whichever comes first. The ventilator's logs contain alarms that indicate high expiration pressure. These alarms in the mode of ventilation at the time imply the delivered tidal volumes were lower than the pre-set tidal volumes and may be experienced as the ventilator not delivering adequate tidal volumes as was reported. The logs do not contain technical alarms to indicate that there was a ventilator malfunction at the time. The filter has not been investigated, but the conclusion in the matter based on the available info is that the cause of the event was a clogged filter. The ventilator onto which the filter was connected alarmed for the situation. (B)(4).